Event description:
Dealer states the left x frame has the stud that the link mounts to is missing, and the casters, left tire, and left arm rest, full length urethane waterfall all need replacement.

Manufacturer narrative:
Follow up to be sent if additional information is received.